Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
It was reported that during the course of a professional education lab the fms vue pump kept filling fill chamber and overfilling. Inflow tubing replaced and same occurred, would not cease filling of fill chamber. Vapr vue generator would not pair with wireless footpedal despite 3 attempts to re-pair the bluetooth device. Action taken to manage the problems: managed with hand controlled vapr electrode. Had to revert to hand pump due to inability to replace the vue pump in the lab.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The date device returned to manufacturer was inadvertently missed in the initial report and has been updated accordingly to reflect the correct information. Investigation summary: the complaint device was received and evaluated at the service and repair center. The following repair activities were performed: fault identified ¿ motors turning on and off causing the pump to operate erratically, replaced cpu pcb assembly to correct. Found ferrite coils loose, re-seated the ferrite coils in the correct location. Replaced both pressure tips in accordance with service bulletin. Full generator testing and verification performed in accordance with manufacturer's requirements - all testing passed. Footswitch tested in accordance with manufacturer's requirements - all testing passed electrical safety test performed - all testing passed. Servicing of the device confirmed the motor was turning on and off, causing the pump to operate erratically, which could cause the reported problem of the fill chamber overfilling. The defective cpu board was determined to be the root cause for the identified fault. Furthermore, a DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.